Manufacturer narrative:
The subject device was not returned for investigation. Therefore, a physical investigation of the device was not possible. A likely cause for the reported detached balloon or catheter component could not be determined. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
An m5+ ivl peripheral catheter was used to treat the iliac artery. Upon removal of the catheter, resistance was encountered, and the catheter separation/detachment occurred. The catheter was successfully retrieved from the patient. The sheath and balloon material were pulled out separately with the sheath. The sheath was reinserted, and the case was successfully completed as planned to use three gore vbx stents. To date, no patient sequelae has been reported.